Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they jumped into the swimming pool with the insulin pump on. The display was no longer readable. The customer¿s blood glucose level was 4.3 mmol/l. The device will be returned for analysis.

Manufacturer narrative:
The device was received with blank display due to moisture damage electronic assembly. Moisture damage was noted on motor assembly. We were unable to perform functional test due to blank display. The device had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window.